Event description:
It was reported that pump touchscreen repeatedly froze while customer tried to pair pump to new sensor, although screen was not cracked or shattered. There was no reported adverse impact to the customer's blood glucose level. Customer performed pump reset using information provided by technical support, after which customer was able to interact with pump screen and successfully pair pump to new sensor.